Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged oral/lung liver spine. Medical intervention was not specified. Now, the manufacturer alleging that the allegation is product problem. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from serious injury to product problem. Section h1 selected as product problem. In addition, appropriate code updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged oral/lung liver spine. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.